Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. Despite this, the procedure was completed with the device. No patient complications were reported.